Manufacturer narrative:
Customers received notification of the field action. Device repair or returns are handled within the scope of the field action. No further information will be provided by the customers due to the field action.

Event description:
It was reported that (2) pcu front case keypads will be replaced due no led and not turning on. There was no patient involvement.